Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed and de novo lesion was located in the calcified distal right coronary artery (rca). Upon treatment with the 15mm x 3.5mm maverick 2 monorail balloon catheter, the balloon ruptured at an unspecified pressure. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a large build up of solidified contrast media inside the balloon and inflation lumen. Microscopic examination of the balloon material revealed no holes or tears. The balloon catheter was attached to an encore inflation device however, despite several attempts to inflate the balloon it was not possible. The problem experienced during attempts to inflate the balloon is consistent with the solidified contrast media present inside the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed and de novo lesion was located in the calcified distal right coronary artery (rca). Upon treatment with the 15mm x 3.5mm maverick 2 monorail balloon catheter, the balloon ruptured at an unspecified pressure. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
(B)(4)